Event description:
A report was received that the patient had swelling and severe pain in the pocket site. The patient was admitted in the hospital for four days for the pain in the incision site where the patient was given intravenous dilaudid. A week after the patient was out from the hospital, the patient went to the ER for a sore pocket and fever. The pocket swelling has reportedly gone down.

Manufacturer narrative:
Additional information was received that the patient's pocket site soreness has decreased and the fever has subsided. The patient is currently taking antibiotics and is reportedly well.

Event description:
A report was received that the patient had swelling and severe pain in the pocket site. The patient was admitted in the hospital for four days for the pain in the incision site where the patient was given intravenous dilaudid. A week after the patient was out from the hospital, the patient went to the ER for a sore pocket and fever. The pocket swelling has reportedly gone down.